Event description:
Attempted implant. No sensing, then when reconnected, a&v channel showed exact same signal. 6945 integrated bipolar lead was replaced with a true bipolar lead, then it went to no telemetry.